Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the unspecified bd maxzero needleless connector was occluded. The following information was provided by the initial reporter: per night rn, she was unable to infuse acetaminophen due to issues with the new bd needleless connector. She said the pump was having issues with it and once she switched out the clave to the old kind we used to use, she no longer experienced issues. She states she thinks it was that acetaminophen is "too sticky" for the new claves.